Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a tha on the right side and underwent to revision surgery approximately eight years post-implantation due to unknown reason. During this revision surgery, the unknown mmc cup was explanted. Additional information has been requested and is currently not available. Note: implant date was assumed to be the last day of (B)(6) 2010.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to metallosis event description: today, march 9, 2018, legal received notification of a new claim. (B)(6) stated that she received a mmc cup by dr. (B)(6) in (B)(6) around (B)(6) 2010, into her right hip. She was revised on (B)(6) 2018, and is seeking compensation. There is a complaint file in etq, however that is for her left hip which was a durom. We have no additional information to report, but will forward any supplemental information to you upon receipt. Review of received data: - primary surgical report dated (B)(6) 2010: pre-operative diagnosis: severe osteoarhrisis, right hip. Operation: allcalssic stem size 3 , mmc cup uncemented size 52/44, ldh head 44 and adapter were implanted with success. No abnormalities were observed in the report. Revision surgery report dated (B)(6) 2018: -pre-operative diagnosis: failed right total hip arthroplasty metal-on-metal cup. Indication: clinical evidence of metallosis. -operation: when the posterior capsule was entered quite a bit of fluid was encountered. Multihole size 54mm cementless cup with screws, 36mm hooded liner and biolox option ceramic head 36mm size were implanted. No other findings were described. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap dfmea: - increased wear due to clearance too small ¿ rim loading possible: no x-rays were returned for the investigation, therefore cannot be excluded. - increased wear due to clearance too large possible: no x-rays were returned for the investigation, therefore cannot be excluded. - no self polishing ¿ (run-in phase) leads to increased wear due to inadequate articulation material not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment - increased wear due to perpetual boundary lubrication of articulation due to inproper design parameters (e.g. Diameter, roughness, etc.) Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment - increased number of wear particles due to chemical corrosion possible: product was not received, therefore cannot be excluded. - reduced rom, increased wear due to component malpositioning possible: no x-rays were returned for the investigation, therefore cannot be excluded. - increased wear due to component missmatch (wrong size) not possible: the product combination was approved, correct sizes were used - increased wear due to component damaged during operation - scratches on articulation surface possible: proper handling of components during surgery is out of zimmer biomet control - increased wear due to wrong pairing due to missing "metasul" sticker not possible: pairing was correct. - increased wear due to component damaged during operation - scratches on articulation surface possible: proper handling of components during surgery is out of zimmer biomet control. Conclusion: patient underwent revision surgery of the mom thr due to metallosis after approximately 8 years in-vivo time. Except the stem, all the components were revised. Raw material certificates confirm that the devices were manufactured according to the material specifications. Review of the device history records for the products did not identify any deviations or anomalies related to the reported event. Possible causes of the reported event include increased wear due to too small clearance, too large clearance, component malpositioning, damaged component during operation, 3rd body wear due to particles, dislocation and patient related causes. It is not known to which extent these factors had a role. It is not possible to find a root cause in the absence of valuable medical data like x-rays for the investigation and the explants. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a tha on the right side and underwent to revision surgery approximately eight years post-implantation due to metallosis. During this revision surgery, the zimmer mmc, cup, uncemented, 52 mm/44 mm, code j was explanted.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Patient full name. Exact implant date: (B)(6) 2010. Implant and revision surgeon: dr. (B)(6). Implant and revision hospital: (B)(6) medical center. Reason for revision: metallosis. Lot# and ref# received. Concomitant medical products according: item: metasul ldh, head, 44, code j, taper 18/20 catalog #: 01.00181.440 lot #: 2468047. Item: metasul ldh, head adapter, m, 0, taper 12/14-18/20 catalog #: 01.00185.146 lot #: 2532164. Item: alloclassic sl stem 3 12/14 catalog #: 2843 lot #: 2526284. Corrected and additional information is filled in the follwing fields: investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2018-00618 and 0009613350-2018-00621.